Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle is not intact. The device was received with the deployment knob components separated. The tabs of the male deployment knob component are observed to be detached. One tab was returned with the device. The female deployment knob component is observed to be damaged and a section of the component has detached from the device. Despite the deployment knob components being damaged and separated from the device the capsule could be retracted by pulling back on the t-core component. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The inner member shaft appears intact with no evidence of damage. The capsule appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was returned and evaluated by medtronic; visual analysis confirms the reported deployment knob separation. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, upon opening the packaging, it was noted that the delivery catheter system (dcs) deployment knob was broken. The dcs was not used for implant. A second dcs was used to successfully complete the procedure. No adverse patient effects were reported.